Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt experienced a fracture of the right trochanterian mass and surgeon was reaming when the guide wire broke. A second femoral incision was made and the pieces of the guide wire were retrieved. The procedure was completed.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.